Event description:
Bone marrow aspirate and biopsy attempted and was unsuccessful. Manufacturer response for (B)(4) needle, trap system (per site reporter). None yet.

Manufacturer narrative:
The following elements have blank data.

Event description:
Bone marrow aspirate and biopsy attempted and was unsuccessful. Manufacturer response for jamshidi needle, trap system (per site reporter). None yet.